Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic treatment was ongoing and the patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included injection of vancomycin (2 grams on first day and 2 grams on seventh day, route of administration not reported) and intraperitoneal (ip) fortum (500mg, once daily for 21 days). The outcome of the peritonitis was unknown. Additional information was requested and was not available at this time.